Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
During a site visit for alinity I processing module, on (B)(6) 2026, the field service representative (fse) (male, 46 years old) was cleaning the sample wash cup and a splashed droplet touch his eye. The eye was cleaned for 10 minutes and then fse went to infectious disease specialist for an examination. Blood tests were performed and will repeat blood tests in 3 months. No eye googles were worn as personal protective equipment. No additional medical treatment was reported. No injury was reported.

Manufacturer narrative:
During site visit by abbott field service (fsr), was attempting to clean the wash cup body, induction heater, on the alinity I, serial number (B)(6) , when a drop of fluid splashed in the field service representative (fsr) eye. The fsr did not wear protective eyewear. The instrument service history for alinity I, serial number (B)(6) verifies no subsequent issues have been reported related to splashing from a part. The operations manual also addresses biological and chemical safety hazards that include wearing personal protective equipment (ppe) and safety awareness where hazards may exist. A review of trending data associated with the wash cup body, induction heater, did not identify an increase in complaint activity. Based on the information within the complaint record, the splash to the fsr¿s eye occurred because the fsr was not wearing ppe. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the alinity I processing module, serial number (B)(6) or wash cup body, induction heater.

Event description:
During a site visit for alinity I processing module, on (B)(6) 2026, the field service representative (fse) (male, 46 years old) was cleaning the sample wash cup and a splashed droplet touch his eye. The eye was cleaned for 10 minutes and then fse went to infectious disease specialist for an examination. Blood tests were performed and will repeat blood tests in 3 months. No eye googles were worn as personal protective equipment. No additional medical treatment was reported. No injury was reported.